Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was interrogated after shock delivery. The device was found operating in a fallback/safety mode and was emitting tones. The ICD was identified as a different model number. The patient then received another shock. Afterwards, the device began emitting a constant, shrieking tone. Replacement was recommended as this is not normal behavior for a device in fallback/safety mode. The physician denies any device exposure to magnetic resonance imaging (MRI) or radiation therapy. When the patient was brought to the hospital for replacement, the device was no longer emitting a tone and it could not be interrogated. The ICD was replaced without noted incident and returned to guidant for laboratory evaluation.